Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The issue with detecting the purge disc was reproduced, and the purge flag was confirmed to be broken. The root cause of this issue was a broken purge disc flag.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) failed to recognize and installed purge cassette during patient support. The sensor was cleaned and the power was cycled, but the issue persisted. The aic was subsequently swapped to resolve the noted failure. There was no patient harm.

Manufacturer narrative:
The automated impella controller device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.